Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one device was received for analysis in used condition. A review of the event log indicated an instance of system fault 45983. Functional testing was performed and the reported issue was confirmed. The cause of the issue was found to be a failed printed wiring assembly (pwa) board. The pwa board was replaced. Upon further investigation, the downstream occlusion (dso) seal was found to be delaminated. The dso seal was also replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was alarming and red screen at startup. The event occurred during testing. There was no patient involvement.